Event description:
It is reported that the pt underwent a two stage revision due to infection. Second stage of the revision was performed on (B)(6) 2008.

Manufacturer narrative:
Evaluation summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Review of surgical reports provided indicates surgical technique was followed. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.